Manufacturer narrative:
Results: evaluation of the returned product confirmed reported issued; the metal swivel connector detached from the leather strap. A visual inspection revealed no broken threads, or fraying in neither the cuff, nor any broken threads or fraying on the webbing. The post lock and key locks were present. Upon investigation, it was determined that the cause of the complaint was due to suboptimal swedging of the ends of the u-bar. Although the cause of the suboptimal swedging could not be confirmed, based on review of prior complaints, this type of failure is an isolated incident.

Event description:
Customer reported the metal piece attached to the restraint that the strap is threaded through, detached. This occurred while it was in use with a patient. Customer did not provide the date when this occurred or any patient information. No patient/personal injury reported.